Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17689, 1627487-2021-17690. It was reported the patient experienced ineffective therapy. Diagnostics noted a contact with high impedance. Reprogramming was unable to resolve the issue. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein during the procedure, it was observed that one of the leads extensions had disconnected from the ipg. Reportedly, the impedance issue was resolved after both lead extensions and ipg were explanted and replaced. Effective therapy was established post-operatively.